Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a scheduled hardware removal was performed on (B)(6) 2015 due to mid-shaft tibia excessive bone growth (callus bridge) and prominence of locking screws. The patient was involved in a motorcycle accident back in (B)(6) 2013 from which she sustained multiple injuries. A tibia nail and (two) unknown locking screws were removed fully intact. A cortical bump on the anterior tibia cortex was shaved down. The bone had fully healed. The procedure was successfully completed with no surgical time delay. The patient status outcome is good. The complaint is for one tibia nail and two (2) unknown locking screws this is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Report is for one (1) unknown locking screw. Exact date unknown, material reportedly implanted (B)(6) 2013. Device given to patient. (B)(4) utilized as patient requested medical/surgical intervention to remove hardware. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.